Event description:
It was reported that during a procedure, aortic punches from two different lot numbers tore the aorta instead of punching a hole in it. A third aortic punch was used and the procedure was successfully completed. It was reported by the facility that the pt remained in the hosp for at least until (B)(6) 2012. The MFR requested the sample be returned for analysis but they have not been received. No add'l info is available at this time.

Manufacturer narrative:
(B)(4). (B)(6) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(6) defers to the pt's physician regarding medical history.